Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during the device reprocessing, that the ultra sonic probe had a deformed insertion tube. This was before the therapeutic procedure (robot assisted peripheral bronchoscopy). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct the initial medwatch, which was submitted in error. At the time of this report, the event was incorrectly assessed as being able to cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was observed during the device reprocessing, that the ultra sonic probe had a deformed insertion tube. This was before the therapeutic procedure (robot assisted peripheral bronchoscopy). There were no reports of patient harm.